Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety needle. The customer reports the needle on the syringe is flimsy and bends easily while activating the safety device. In one instance it resulted in a needle stick to the clinician.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.